Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos) and undersensing of r-wave. Follow-up was conducted with the patients clinic. The allied health professional (ahp) indicated that the patient had not been seen in-office and there was no reprogramming completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.